Manufacturer narrative:
One photo and one video were reviewed for evaluation. The photo and video verified the reported problem. The root cause was unable to be established. No lot number was provided. Therefore, a device history record (DHR) review could not be conducted.

Event description:
It was reported that the product had a particle issue. Particle is in upper right area of cadd. The event occurred after the cassette was filled, during visual inspection under lights against a white and black background. There was no patient involvement.